Event description:
Customer reported to beckman coulter, inc. (Bec) that while doing maintenance on the closed tube aliquoter (cta) module, they noticed there was fluid in the black tray under the active wash station of the unicel dxc 600i synchron access clinical system. Customer reported that the fluid was not overflowing the top of the wash station. Customer reported the volume of the leak was about 3 to 4 milliliters customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cta peri-pump tubing.

Manufacturer narrative:
Bec internal identifier for this report is (B)(4).